Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Note this event was reported in the united states but occurred in germany. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue, root cause is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account : (B)(6). Complaint ref# (B)(4). Item, sku, lot# - unknown. Event description: needle (partially blocked). Needle bent. This request is received from germany.